Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, product ID: 9736228, h6: multiple annex g codes were coded for this event. G02004 was coded for product 9736228. G02018 was coded for product 9735825ent. Multiple annex a codes were coded for this event. A07 was coded for the ground measurements were out of bounds. A0708 was coded for the wiring being exposed. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the system for a case, the manufacturer representative (rep) noticed that the emitter box's cable was separated from the box itself, causing wiring to be exposed. Additionally, the site tested the power cable and said the ground measurements were out of bounds. There was no patient involvement.